Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue on the channel and cylinder side of the air and water supply. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.